Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order for the transferred patient was not showing up due to stalled interface messages. A technical support specialist dialed into the server, logged into pes, was unable to find the patient profile, identified 3897 stalled messages using a site down query, restarted external messaging and inbound processor services, and re-executed the query which successfully processed all messages. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order for transferred patient was not showing up. However, there were no delays or adverse events or injuries reported based on this event.